Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that stimulation would come and go since implant. The patient noted that whenever they increased stimulation they felt it. The patient stated that on (B)(6) they went to their healthcare professional (hcp) and were not feeling stimulation. The patient noted that their stimulation was increased to 3.4 v and they felt ok. The patient stated after that, on (B)(6), they increased to 4.0 v and since then felt stimulation all the time, every day all day. The patient noted that it felt like a painful cramping in their lower buttock. The patient stated that they had the patient programmer (pp) manual but did not have the book telling them when to change a program. The patient was advised that the product labeling did not have information about when to change a program and was directed to follow up with a healthcare professional (hcp). No further complications were reported or were expected.